Event description:
It was reported that the patient presented in clinic for aveir implant procedure. During implant, it was noted that the introducer failed to be aspirated. Upon examination, it was observed that a thrombus had formed within the introducer. The procedure was completed using an alternate introducer on (B)(6) 2026. There were no patient consequences.